Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. The customer was mentioned no delivery alarm. Troubleshooting was performed for no delivery alarm. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.